Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed. The instrument was found to have an input disk broken. Input disk #5 was found completely detached from the base of the housing. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps was moving non-intuitively. The procedure was completing as planned with no reported injury.